Event description:
It was reported via x-ray post-operatively, 6 everest set screws came loose and migrated. Revision surgery has occurred. This report captures the third of the six set screws.

Manufacturer narrative:
Additional information has been populated in b.1., b.2., b.5., and d.6b.

Event description:
It was reported via x-ray post-operatively, 6 everest set screws came loose and migrated. Revision surgery has not been scheduled or performed at this time. This report captures the third of the six set screws.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Patient's activity level post-op was reported to be moderate. It is unknown if the patient experienced any fall/ trauma post initial surgery. Sales rep reported that the patient fused 'pretty flat', but is still an unusual fusion. Event was noticed post patient felt a 'pop' and came for surgery. Per correspondence with sales rep, no complications occurred during initial surgery. Construct spanned from t9-s1. Torque wrench was used to final tighten set screws at 11.1 nm. Since the device was not returned, an exact cause of the reported event could not be determined. Potential causes include: under torqued set screws or rod not fully reduced during the initial surgery. The event occurred approximately an year after the initial surgery- patient's bone quality and non union may have contributed to the event. Post-operative patient activity may have also introduced unanticipated loading within the construct, causing the set screws to back out.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported via x-ray post-operatively, 6 everest set screws came loose and migrated. Revision surgery has not been scheduled or performed at this time. This report captures the third of the six set screws.